Event description:
Baxter reports difficulty in priming pt line of homechoice set. Affiliate reports pt restarted with new supplies to complete treatment. No pt injury or medical intervention required per baxter affiliate.